Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2021 by a facility representative via sems that an ar-8934bcnf suture anchor broke during use. After fixing the ankle orif, the surgeon incised medially and resected the partially-torn deltoid ligament. The tibial footprint was drilled with the 2.5 mm drill bit and guide from the ar-8934dsc kit, and the anchor was inserted as per usual. The 1st anchor broke off the inserter as it was malleted into the bone tunnel, and the 2nd broke inside the bone tunnel after it was inserted ~50%.this was discovered during an unspecified time with no case involvement.